Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported by the patient that five infusion set was leaking. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.